Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Phone: (B)(6). This report is being filed on an international device; tecnis optiblue simplicity preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA p980040. Device evaluation: the complaint product was received in its original packaging. Also, direction for use, patient implant card, patient notification card, and label stickers were received. Upon evaluation the plunger was in advanced position and the pushrod looks centered. All the components were correctly assembled, and no defect related to manufacturing process was identified. No lens was received for evaluation; however, one loose haptic was received out of the device. Traces of lubricating material were observed in the cartridge. Also, something that appears to be body fluid was observed in the cartridge tip. The device was opened to revise the components conditions. All the components were in good conditions and were correctly assembled. No damaged and/or defect that might lead the reported issue was identified in the sample returned. The reported issue was verified; however, based in the analysis there was nothing identified that might lead the reported issue. Product quality deficiency was not identified. Also, a video was provided by the account. The video of the surgery process was reviewed. It shows an implant, removal and replace processes of the lens. However, the preparation process of the device before the surgical process was not seen in the video. Direction for use was reviewed and it suggests using balance salt solution (bss) or ovd (ophthalmic viscosurgical device) as a hydration method using a cannula. Insert the cannula into the hydration port and fill the cartridge completely from cartridge tip to hydration port without filling the lens case. The intervention was evaluated since the first lens was implanted and removed until the second lens was implanted. It was observed that the trailing haptic broke and got stuck at the cartridge tip when the lens was implanted. Through the video the reported issue was verified; however, based in the sample evaluation it can be determined that the direction for use instruction was not followed by the doctor as there is no lubricating residues observed in the device. Manufacturing record review: the manufacturing process record was evaluated, and no nonconformance reports/discrepancies/deviations were found during the mrr (manufacturing record review) related to this complaint issue reported. The product was manufactured and released according to specifications. A search in complaint system revealed that no additional complaints was received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when an intraocular lens (iol) was implanted, its trailing haptic came out torn. It was indicated that since balanced salt solution (bss) was used, and the settings are made after using the irrigation/aspiration (I/a); therefore, there is almost no time required for preparation. It was noted that the surgeon did not feel resistance when turning it around. The surgery was extended by 20 minutes to replace the lens with another lens of the same model. There was no patient injury reported. No further information was provided.